Manufacturer narrative:
Per tandem's user guide: the device is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 280 mg/dl. Reportedly, the customer was using apidra in the cartridge. Tandem technical support informed the customer that apidra was not labeled for use with the cartridge. Although requested by tandem technical support, the customer declined to perform troubleshooting and reported that the supplies were changed to resolve the issue.